Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the power on reset, the data has been lost message, implant information required message were not determined. It was unknown what contributed to these messages. The device has been explanted, and the issue has been resolved.

Manufacturer narrative:
H3: the returned ins serial# (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There were message seen on the handset saying power on reset (por), the data has been lost, and a message saying implant information required.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that six months ago the patient frequently experienced discomfort and a tingling, electric sensation on their skin during recharging, and it disappeared after about 15 seconds. The issue was not resolved. Additional information was received from the manufacturer representative (rep). The rep confirmed that the sensation was only felt during a recharge session, and that a layer of clothing was not used (only a charging drape). The rep noted that the entire surface was covered by the drape, and the charging drape was in contact with the skin. The rep stated the belt was used but it did not resolve the sensation. Additional information was received from a patient regarding an external device. It was reported that after the patient removed the recharger from the docking station, it was attached to the waist belt, powered on, and set to discovery mode. At the moment charging was attempted by wrapping it around the waist, a sudden tingling sensation (a brief electric shock, stronger than usual) was felt. The band itself was not wet, and charging was performed over thin underwear. After that, the charging indicator lights began blinking in order (1, 2, 3), and even when the power button was pressed and held to turn it off, the lights would turn off for 2¿3 seconds before blinking resumed. Charging could not be performed even when attempted. Currently, an error blink was also being displayed on the dock station. The cause was unknown. Although the power-off operation was performed on the recharger, the device did not turn off when the finger was released from the button, and the error sound and blinking continued. The issue was not resolved. Additional information was received from the patient. They reported that they were implanted in (B)(6) 2024, and they started to feel tingling while charging the stimulator in the spring/summer of 2025. When the patient was told to visit the hospital regularly, the patient said, "the device was functioning, so there were no problems." When an inquiry to the [manufacturer's] website was made around fall to winter, the person in charge called, and talked about things (the content could not be heard), and decided to observe and try using it. When observing the situation, the battery light on the recharger became strange (went off) while the stimulator was being charged the other day, and the recharger could not be charged anymore, so the toll-free number that was shared by person in charge was contacted. The patient was told that the device was an asset of a medical institution and if replacement was necessary, the medical institution would need to determine whether it was possible and told the patient to consult with the medical institution regarding the patient's physical condition, including a feeling of tingling when charging. There was worry about leaving the device as it was, so the patient requested if, for example, it could be discussed with the person in charge whether the stimulator could be replaced with a non-chargeable one. It was not known if an answer could be provided, and the patient understood that the person in charge may also advise consulting the medical institution, promised that the person in charge would contact the patient after tomorrow, and the call was concluded. The cause was not known. The issue was not resolved. Regarding the battery light on the recharger, it was confirmed that it was currently blinking up and down. The same thing happened when the device was placed on the dock station. When the power was long pressed, the power turned off and the battery light turned off, but when it was a little bit, it turned up and down and could not be reset. Furthermore, it seemed that there was a feeling of snapping when it was placed against the stimulator. Additional information was received from the manufacturer representative (rep). When asked the steps taken to resolve the shocking during recharge issue, the rep stated the system was removed and replaced with another system on (B)(6) 2026. The issue has been resolved. The rep stated the cause of the recharger lights blinking up and down were not determined, and the most likely cause was unknown. The rep stated the cause of not being able to charge the recharger was determined to be a recharger malfunction, and then noted the most likely cause was unknown. The rep reported the issues with the recharger lights blinking up and down and the recharger not charging were resolved after the system was removed and replaced with another system on (B)(6) 2026.